Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2016, 4:24 am. She stated that she obtained alleged inaccurate erratic blood glucose results of "328, 321 and 306 mg/dl" on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for precision. The patient manages her diabetes with insulin (self-adjuster) and made no change to her usual diabetes management routine as a result of the alleged product issue. One hour after the alleged inaccuracy began the patient stated that she developed the symptoms of "trembling, sweating, did not comprehend what was going on". She reported that on (B)(6) 2016 she self-treated by increasing her food and/or drink intake. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The sample was obtained from an approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.